Manufacturer narrative:
An event regarding wear involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Revised a left tka done originally manually on due to posterior wear of the tibial insert and metal wear of the baseplate from femoral component contact. Revised to a universal baseplate and cemented cr femur. No allegations made against the implant.